Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on july 29, 2020. They reported that the cause of the ins shifting was not determined. They had met with the patient on (B)(6) 2020 and the patient told the rep that they had fallen. The rep had told the patient that the ins site might be sore. They assessed the ins site and said it looked fine; the ins seemed to be in the correct position and was easily palpated. The rep did not know what further actions will be taken to address this event since the patient hadn't met with the provider on that date, just with the rep. The rep did not know how long the ins site would be sore, so they did not know if it has resolved yet. The patient told the rep they would make an appointment with the physician assistance and would discuss this event at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that they noticed about 3-4 weeks ago that the ins seems to have shifted from where it was originally implanted. She said they noticed this when she started hurting in the area of the ins and felt it seemed to have shifted. Patient said she fell this past week, but they noticed ins shifted before she fell. Pss redirected to hcp to check on ins.